Event description:
The pt received a trial scs system, including a percutaneous lead, on (B)(6) 2011. Intraoperative testing revealed high impedance issues with the implanted lead. The physician explanted the lead during the same procedure. No further info is available. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval: results: no visual anomalies were noted on the lead with the exception of compression marks on the lead segment outer body. The lead was tested and passed the resistivity test. Continuity testing revealed channels 7 and 8 shorted out between both contacts. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.